Event description:
"The balloon was inflated one time at the most distal end of the lesion. When a second inflation was attempted, the balloon inflated but did not deflate fully. In a high-grade stenosis. Tried to manually deflate. Tried "soft" reset. Removed and replaced canister. Tried to reinflate and deflate again. All unsuccessfully. Had to remove partially inflated balloon and guidewire from patient."